Event description:
The customer reported that the 840 ventilator stopped cycling. No patient involvement. Covidien recommended breath delivery unit (bdu) pcb be replaced. Covidien was not authorized to service the device.